Event description:
A report was received that the patient underwent a lead revision to address additional pain areas. The patient has recovered.

Manufacturer narrative:
Additional information: d10 sc-2317-50 sn(B)(6) scs linear lead: the returned device was analyzed and no anomalies were found. Sc-2317-50 sn (B)(6) scs linear lead: the returned device was analyzed and no anomalies were found. Additional suspect medical device components involved in the event: model: sc-2317-50 serial/lot: (B)(6). Description: infinion cx.

Manufacturer narrative:
Sc-2317-50 sn (B)(4) scs linear lead: the returned device was analyzed and no anomalies were found. Sc-2317-50 sn (B)(4) scs linear lead: the returned device was analyzed and no anomalies were found. Additional suspect medical device components involved in the event: model: sc-2317-50 serial/lot: (B)(4) description: infinion cx.

Event description:
A report was received that the patient underwent a lead revision to address additional pain areas. The patient has recovered.

Event description:
A report was received that the patient underwent a lead revision to address additional pain areas. The patient has recovered.